Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high" and nausea. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novorapid insulin. Tandem customer technical support informed customer that novorapid insulin is indicated for use with tandem supplies for 3 days. The customer administered a manual injection of insulin to address the bg. Customer changed pump supplies to address the issue.